Event description:
Patient was having left ureteral stent placement (double stent) after having ureteral stricture released. When removing the two guidewires, one of the guidewires was missing the "floppy" tip of the guidewire, which is about 5cm. Attending surgeon had c-arm take a picture and the tip was noted to be in the left ureter, believed to be contained within the stent. The attending then decided to leave the floppy tip in the ureter and remove it once the ureter was healed and less fragile-which would be when they remove the ureteral stents as the safest option for the patient. Two-year-old with history of hie secondary to placental abruption and umbilical cord, seizures (managed on vimpat), hypotonic cp, g-tube dependence (s/p nissen), with admission (B)(6) 2024 with acute onset anuric aki due to b/l ureteral obstructions secondary to nephrolithiasis s/p b/l ureteral stents placement on (B)(6) 2024 with recovery of urine output and renal function.